Manufacturer narrative:
(B)(4). Batch # r92v4z. Investigation summary: the analysis results found that the device was received with the tissue pad detached, with a small portion in a plastic bag but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device r92v4z batch number, and no non-conformances were identified.

Event description:
It was reported that the protection part of the device took off. The surgeon saw that the protection part of the device took off just before to use the device in the patient. The white tissue pad was not completely missing from the clamp arm of the device. It was always attached by the 1/3 of its proximal part. There was difficulty to locate it during the procedure. No patient consequence reported.